Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the compressor breath delivery (bd) connection cables. Customer reported to have resolved the issue.

Event description:
Received information stating that the patient was transferred to an alternate ventilator due to the ventilator displayed "compressor inop" during patient use. The patient was not harmed or injured as a result of the event.